Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the worn instrument group, the tasp was returned fractured. Damage was found during inventory check.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Verified item lot combination and reviewed manufacturing date as returned item exhibits signs of repeated use and there are pieces fractured off all pieces were not returned. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends."